Manufacturer narrative:
Patient identifier multiple = (B)(6). There was no additional patient information provided by the customer. During the site visit, the field service representative (fsr) inspected the instrument and replaced the cuvette washer dry tip (list number 09d51-02), which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of architect c4000, serial number (B)(4)service history, found no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The most recent product monitoring review for the architectc4000 platform found no systemic issues or trends for the issue associated with this ticket. A 12-month review for list number 09d51-02 cc cuv dry tip, did not identify a trend or systemic issue for the part. The architect system operations manual and the architect c4000 service and support manual provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the cuvette washer dry tip. Based on the investigation no product deficiency was identified for either the architect c4000, sn (B)(4), or the cc cuv dry tip, list number 09d51-02.

Event description:
The customer reports a falsely elevated magnesium result for two patients on the architect analyzer that upon repeat were within the normal range. The results provided were: (B)(6) initial = 3.72mmol/l / retest = 0.81; (B)(6) initial = 2.63mmol/l / retest = 0.75 (normal range 0.66 to 1.07mmol/l). There was no impact to patient management reported.